Event description:
The handheld and flashcard were returned for analysis on 11/18/2013. Analysis of the handheld was completed on 12/03/2013. During the analysis it was identified that the lock button was in the locked position. When the lock button is in the locked position, the device is locked and will not respond to screen taps. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/03/2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the touch on the physician's handheld was not working. The screen was cleaned and a hard reset was performed; however, neither resolved the issue. Follow up with the physician found that the they tried to perform a hard reset, but it was not successful as while doing the hard reset only the cyberonics screen was coming up and touch was not working to move ahead. It was confirmed that the lock button was unlocked.